Manufacturer narrative:
Recall number: 3005334138-12/5/2019-002-r. The investigation revealed that an 8f dilator and 8f sheath were packaged within the 8.5f fast-cath hemostasis introducer package.

Event description:
Prior to the procedure, the sheath was noted to be an 8fr, when the packaging read 8.5fr. Eleven sheaths were returned unopened.